Event description:
The rn reported that a pt came into the ER because the extension on her tesio catheter had separated. The pt lost approximately 100cc's of blood. The device was replaced and the pt was discharged to her home.